Manufacturer narrative:
(B)(4). Date sent: 9/11/2020. Two photos received: upon visual inspection of two photos, the following was observed: the first photo shows a gold reload fully fired with some staples not properly formed on the deck. The second photo shows a gold reload from pan side and the sled can be seen on the distal end. Based on the photos reviewed, the event describe of malformed staple is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with five ecr60d reloads (b,c,d,e & f) present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing.

Manufacturer narrative:
(B)(4). Batch # u5c669. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformance were identified. Additional information: a photo was received for review. Review is in progress and not yet completed. When review is completed, a supplemental mw will be sent with findings of the review.

Event description:
It was reported that during the laparoscopic radical resection of esophageal carcinoma surgery, after fired, the surgeon noted that the tissue was not cut and staples deployed on the tissue. Changed to another two reloads and still got the same issue. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.